Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The representative confirmed that the navigation system would freeze after it was powered on. The representative reported that they replaced the cmos battery, reseated ram dimms and video card. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: device catalog number updated to proper value.

Manufacturer narrative:
Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an navigation system issue that occurred during a spinal fusion procedure. It was reported that the navigation system lost communication with the imaging system. The navigation system was restarted successfully, but was still unable to communicate with the imaging system. A separate ethernet cable was tried, with no success. There was no reported impact on patient outcome there was a delay to the procedure of greater than 1 hour, due to the issue. No further information was provided.

Manufacturer narrative:
The FDA codes have been updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.